Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. A service history review showed no failures/problems that were the same as, or similar to, the reported issue. Rite (returned instrument test evaluation) electrical and functional testing were conducted. The device was received inoperative. The power entry module was tested for infinite resistance and the readings were found to not be infinite. The readings returned to infinite values when the power supply was disconnected. The cause of the issue was determined to be fluid damage to the power supply. To resolve the issue, the power supply was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.